Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the display screen did not appear to be square and the text seemed to be slanted to the right. No further information was provided. Animas attempted to follow-up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/12/2015 with the following findings: investigation revealed the display screen was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.